Event description:
Paramedics used the device for routine ECG monitoring of a pt (pt details not reported) using a 4-lead pt monitoring cable. After several minutes, the device allegedly displayed excessive artifact in lead ii and lead I (note: the device was set up to display leads ii, iii and I simultaneously). There were no adverse affects to the pt reported related to the alleged malfunction.